Event description:
The string was unattached and she pulled out the string and physical tampon separately [device breakage]. It was too high up for there have been any chance for me to get it out on my own [foreign body in reproductive tract]; pain [pain] . Case narrative: on 07-nov-2023, a spontaneous report was received from a consumer regarding a female who was using playtex sport plastic, unscented (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unspecified date (reported as for the last 15 years, relative to (B)(6) 2023), the patient started use with playtex sport plastic, unscented. On (B)(6) 2023, the patient went to change her tampon and there was no string attached to the tampon anymore and no way for her to pull it out. After a few hours of trying to get it out, she called her gynecologist. The gynecologist said if there was no string and she could not pull it out on her own, she would have to come in immediately. She had to take a sick day to leave work to go to the doctor. When she went to the gynecologist, the string was unattached and she pulled out the string and physical tampon separately. They were no longer attached to one another. The gynecologist noted it was too high up for her to get it out on her own. This was an extremely scary and upsetting thing to go through and she was now (relative to (B)(6) 2023) in a lot of pain from trying to remove the tampon and the application the doctor had to go through to remove it. She was also nervous to continue use the product. She had thrown out the rest of the box and was hesitant to use another faulty product and have it get stuck in her again. No additional information was provided.

Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis and product risk documentation. No trend was identified during trend analysis. No device history record investigation can be done at this time because the consumer did not provide a manufacturer¿s lot code. The investigation showed no issues present that would have contributed to this malfunction of tampon performance and revealed no issues requiring corrective action with the product manufactured.